Event description:
On (B)(6) 2011 pt mentions that he was given a lead on recall - 6949 / lfj25543v sprint fidelis -he's upset that this lead was implanted. Is concerned that one day he'll just die because the lead will not work. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).